Event description:
Leaking at hub.

Manufacturer narrative:
The failed device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received a 30 cm nutriline catheter as a sample. The catheter cannot be flushed with a 10 ml syringe. During sample examination, we found that the distal end of the catheter was completely blocked. We tried to free the catheter by placing it in warm water for 30 minutes and tried to massage the catheter, but still could not flush. During microscopic examination we found a hole at the junction of the catheter with the fixation wing. The catheter tube was partly torn of the fixation wing. The fracture plane showed a rough and uneven surface, which is a typical sign for a tensile fracture due to a high tensile load. From previous complaints we learn of various possible causes of a catheter tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture. Routine care - when lifting the baby to change bedding. Movement - the baby themselves catching the line, normally with a foot, during movement. A review of the batch history records for 230920gh was performed, and no deviations were found. The batch complied to its specification and was released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. There are three additional complaints for batch 230920gh from the same hospital and eight additional complaints about a leaking catheter tube at the junction of the catheter and the fixation wing in code 1252.031 within the last three years, but none of these were related to a manufacturing defect corrective action: as the catheter worked well for 15 days before leakage occurred, we do not believe this defect is a manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Therefore, no further corrective action will be initiated at this time.

Event description:
Leaking at hub.